Event description:
It was reported that ICD is programmed incorrectly to aair mode and questions whether the device will still detect and treat vf. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.